Event description:
The caller reported experiencing two alarms, one after the other, identified as alarm 2 and alarm 26, related to an occlusion issue. The customer's blood glucose level did not exceed critical values, remaining below 500 mg/dl. Technical support instructed the caller through multiple troubleshooting steps, including disconnecting tubing and administering a bolus, but alarms recurred. The caller noted seeing a ball of insulin but no cracks or debris were found in the cartridge. Despite further guidance to fill and load a new cartridge, the caller declined to continue troubleshooting. Ultimately, the cause of the occlusion could not be determined, and the customer opted to change supplies and resume insulin therapy independently, using apidra insulin.